Event description:
Two bard foley's leaking from seal near reflux port. All foley's had to be replaced with new foleys causing an increased risk for catheter associated urinary tract infection for each patient and an increased cost. At this time it is not known if any of these patients experienced an infection due to the additional foley insertion required following these leaking devices. Manufacturer response for catheter, urological (antimicrobial) and accessories, surestep¿ foley tray system bardex® ic complete care® (per site reporter). Manufacturer response for catheter, urological (antimicrobial) and accessories, surestep¿ foley tray system bardex® i.c. Temperature sensing foley catheter tray (per site reporter). Will be sending shipping items to this site for return.